Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a downstream occlusion high priority alarm. The device was visually inspected, and the upstream occlusion seal was buckled. A visual inspection was performed and the reported issue was confirmed per the event history log. The probable cause of the reported issue was due to the downstream occlusion, unexpected value error. As a result, the downstream occlusion sensor and upstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a downstream occlusion alarm when none was present during testing. During physical inspection, a high priority downstream occlusion alarm was verified in the event history log. There was no patient involvement, no injury was reported.